Manufacturer narrative:
Event site name: (B)(6). Problem was solved over the phone. The fse reported that the pump was not fully seated in the cart. The batteries are charging now. Cardiosave can have two configurations - hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume, upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode meaning if the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system wont be able to automatically use the ac power to charge the batteries and will result in batteries not charging. For complaints that were identified to have incorrect docking of the console in the system or absence of ac power : the root cause is "user related."

Event description:
It was reported by the customer that after returning from transport the cardiosave intra-aortic balloon pump (iabp) was not charging. No patient involvement. No harm is reported.